Event description:
It was reported that during a da vinci si hysterectomy procedure, while the surgeon was suturing and the cable mega suturecut needle driver instrument of the came off track. No patient harm, adverse outcome or injury was reported. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
Customer initially reported cable off track. However for clarification, the nonconformance was a broken grip cable. Based on this, the complaint was confirmed. One grip cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. Instrument has 8 uses left.